Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after the upgrade, some orders were not processing in system. The customer reported that the external messaging services had been restarted and the server had been rebooted twice since the upgrade, however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that some orders were not crossing after the upgrade. A technical support specialist (tss) worked with the software engineer and customer it teams to investigate inbound messaging failures caused by repeated sql sspi authentication errors. Extensive troubleshooting was performed, including service verification, restarts, server reboots, tls 1.2 enforcement, spn validation, and review of iis crypto settings. Multiple knowledge articles were reviewed, and hospital information technology team (hit) engagement was requested to validate port connectivity. A tss was engaged to further assist, and devops was notified. Root cause analysis determined the issue was due to a name resolution mismatch caused by an incorrect app server name in the provision portal deployment profile. The tss coordinated with engineering to redeploy es 1.11 update 1 hotfix with the corrected server name. Following redeployment, inbound messages successfully processed, queues drained, and no further errors were observed. The issue was confirmed resolved and follow up validation of orders and patient data was initiated. The system functioned as intended after the technical support specialist troubleshot the issue.